Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). The results provided by the customer were 6.0 inr, 4.0 inr and 1.3 inr. The customer used the same finger to obtain blood for each of the three tests and kept retesting because the result of 6.0 inr was high. The results of 6.0 inr and 4.0 inr were not found in the meter's memory. The customer did not think any of the results were accurate and the doctor did not change any medications based on the results. There was no allegation of an adverse event. The therapeutic range was range 2.0-3.0 inr. The customer sticks her fingers prior to icon appearing and did not dose the strips within 15 seconds of sticking the fingers. Product labeling describes the correct procedure. The customer is not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. There were no changes to coumadin, no new medications, no illness, no diet changes, no bleeding but has had some bruising that has not required treatment. The suspect meter and strips were requested to be returned for investigation. The strips used at time of testing have been depleted and the vial has been discarded. Therefore, no product could be returned for investigation. Relevant retention test strips were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr , donor 2 inr: 2.4 inr, donor 1 hct: 54%, donor 2 hct: 50% . Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.6 inr . Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Upon analysis of the meter memory, customer result of 6.0 inr was not found. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt at roche mannheim.